Manufacturer narrative:
Concomitant medical products: product ID 3778-75 lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: (B)(6) 2022 product type lead product ID 3778-75 lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: (B)(6) 2022 product type lead. Other relevant device(s) are: product ID: 3778-75, serial/lot #: (B)(4), ubd: 18-feb-2013, UDI#: (B)(4); product ID: 3778-75, serial/lot #: (B)(4), ubd: 18-feb-2013, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that caller was at a case today where the lead was removed and noted that one contact was left in the patient and they saw it on fluoro. It was reported that tip of lead containing an electrode was somehow detached from the rest of the lead and noticed after lead was removed. When leads were removed, surgical tech noticed that the tip of one lead was missing an electrode and it was found through x-ray imaging to still be in what appeared to be the patient's epidural space. Other additional surgical intervention possibly required if patient needs to remove the electrode that remains. Rep reported they were notified patient had been in a car accident prior to replacement, relation to damaged lead is unknown.

Manufacturer narrative:
H3: analysis of the electrical stimulation lead (serial number (B)(6)) found that the distal end electrodes were pulled out or off. Analysis of the electrical stimulation lead (serial number (B)(6)) found that the conductor body was broken and the distal end electrodes were pulled out or off. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3778-75 lot# serial# (B)(6) implanted: (B)(6) 2009 explanted: (B)(6) 2022 product type lead product ID 3778-75 lot# serial# (B)(6) implanted: (B)(6) 2009 explanted: (B)(6) 2022 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep indicated that on 11/23/22 the patient told them that the leads and ins were replaced in order to have MRI compatibility as well as to better position the leads so the patient could receive therapy on their neck. Patient was involved in a car accident and started to receive neck pain after the accident. The patient wanted the neck pain to be treated .it is not known how the electrode detached from the rest of the lead. This was discovered during replacement of leads and ins. Patient weight is 185lbs.